Event description:
On october 24, 2024, palette life sciences received a notification from a [distributor] relayed from a nurse in finland. It was reported that "while the nurse was administering gel from the deflux syringe to a patient, the component of the syringe held between the index and middle fingers broke, resulting in a cut to the nurse's finger. The broken part, identified as a glass section located under the plastic holder, became exposed when the plunger was pressed. The same thing happened to two syringes that were in use in a row. One of the syringes was broken, but the broken part did not come off completely and remained under the plastic holder after breaking. The three syringes were of the same batch."

Manufacturer narrative:
(B)(4). Associated complaints: 3014909464-2024-00039, 3014909464-2024-00040, 3014909464-2024-00041. Additional information received on 08-nov-2024 indicated that the lot number is 21460-1, the procedure was completed with another syringe and the nurse did not need any additional intervention. Complaint verification testing could not be performed as no sample was returned for analysis. Picture of syringe: visual inspection has been performed of provided picture in terms of overall appearance. Picture displays one almost empty syringe with the syringe flange broken off from the rest of the syringe body, causing finger greip to hang loose around the plunger rod. Lot number not possible to verify via picture since not visible on the syringe and number of defective units is not in accordance with the report. Picture of needle: the picture shows a package of a needle. The provided picture do not contribute to the root cause of the complaint. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues were found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On october 24, 2024, palette life sciences received a notification from a [distributor] relayed from a nurse in finland. It was reported that "while the nurse was administering gel from the deflux syringe to a patient, the component of the syringe held between the index and middle fingers broke, resulting in a cut to the nurse's finger. The broken part, identified as a glass section located under the plastic holder, became exposed when the plunger was pressed. The same thing happened to two syringes that were in use in a row. One of the syringes was broken, but the broken part did not come off completely and remained under the plastic holder after breaking. The three syringes were of the same batch."

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.